Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the insulin gauge displays incorrect amount of insulin. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.